Event description:
It was reported that a patient's mother called to report her daughter's experience with altitude alarms over an extended period. There was no reported impact to the customer's blood glucose level. Customer technical support planned to contact the daughter later when she was available to discuss the altitude alarms in detail, as her mother was unable to verify the pump's serial number during the initial call.